Manufacturer narrative:
It was reported that the implant failed due to loss of osseointegration. The implant was removed after it got loose. There was no reported bone loss nor any granulated tissue at the implant site. The current patient status is reported to be satisfactory. No abnormal events, health conditions, or other circumstances that may have contributed to the implant failure was reported. No abnormalities were noted with the implant itself. The DHR was reviewed based on the provided lot number and no discrepancies were noted. The actual complaint part is to be returned for investigation and more results will be available upon completion of the evaluation and investigation. However, failure to osseointegrate is a well known inherent risk of the implant procedure.

Event description:
It was reported that the implant failed. Additional information was received upon follow up and it was stated that the implant failed to osseointegrate after clinical procedure. The implant was loose and was removed. The procedure was conducted on tooth location # 28. The implant was placed on (B)(6) 2016 and explanted on (B)(6) 2017. There were no reported bone loss nor any granulated tissue at the implant site. The current patient status is reported to be satisfactory. No abnormal events, health conditions, or other circumstances that may have contributed to the implant failure was reported.

Manufacturer narrative:
Correction section b b3: date of event updated as it was recorded incorrectly on the initial submission. Additional information: section a a2: patient's age added as it was omitted from the initial submission. Section d d4: unique identifier (UDI)# added as it was omitted from the initial submission. D5: operator of device added as it was omitted from the initial submission. The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed the complaint cannot be replicated, and there were no nonconformities identified. Returned sample device inspected the returned implants were visually inspected and verified to be an inclusive mini implant with o-ball 2.5 mmd x 13 mml implant. No defect or non-conformity was observed. Investigation results the returned parts were inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implants were defective as packaged. Root cause although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, periimplantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack to osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection. This is the 2nd of 3 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3011649314-2020-00022 3011649314-2020-00024.